Event description:
It was reported that on (B)(4) 2011, the patient presented with an acute myocardial infarction. The patient was taken to the cath lab and was found to be 100% stenosed in the mid left anterior descending artery. A xience v stent was implanted in an uneventful procedure. On (B)(6) 2011, the patient experienced a sudden heart arrhythmia which was treated with cardiac defibrillation and chest compression, but the patient died. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Arrhythmia and death are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4)